Manufacturer narrative:
Lot review: suspect lot# 3175670 showed 200 units were manufactured, tested, inspected and released in february 2016, citing no exception documents. Suspect lot# 3412090 showed (B)(4) units were manufactured, tested, inspected and released in april 2017, citing no exception documents. Device return: one (1) used partial 011-46103-05 monitoring kit segment; two (2) packaged 011-46103-05 mtg. Kits lot# 3175670 and lot# 3412090. Visual analysis: of the "as-received" 011-46103-05 mtg. Segment confirmed the pressure tubing was separated from the male luer. The male luer component was not returned. There were no visual abnormalities with the two packaged 011-46103-05 mtg. Kits. Qe testing and analysis: the two packaged 011-46103-05 mtg. Kits were each tested to the applicable pull test specifications. The results recorded both units met acceptance criteria. The 011-46103-05 mtg. Kits bonded connections were also pull tested to failure. The results recorded both units exceeded the 6lbf specification recording tubing breakage/pull outs at 13.88 lbf (inner connection of tubing on the tip of the safeset assy) and 18.69 lbf at the distal segment connected to the stopcock assy. The qe report documents there was adhesive present on the returned used 011-46103-05 mtg. Pressure tubing segment noting the adhesive did not appear to have been adequately cured. Findings: qe analysis of the as-received returned 011-46103-05 mtg. Kit segment confirmed the reported product issue, component separation. The root cause of the failure attributable to the manufacturing assembly bonding process. Testing and analysis of the two returned packaged 011-4610305 mtg. Kits recorded no defects/ out of spec conditions. Final summary: the reported complaint of tubing separation was confirmed. The root cause of the failure was from the adhesive being insufficient from the manual bonding process. Manufacturing and quality, have been notified, for their heightened awareness. ICU medical will monitor and trend.

Event description:
Complaint received regarding safeset¿ transpac reporting set was just set up on patient and the tubing fell out of the housing between the safeset syringe and the las. The nurse was with the patient at the time so no adverse patient outcomes were noted, the line was swapped out for a new one with no further trouble. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: suspect lot# 3175670 showed 200 units were manufactured, tested, inspected and released in (B)(6) 2016, citing no exception documents. Suspect lot# 3412090 showed 160 units were manufactured, tested, inspected and released in (B)(6) 2017, citing no exception documents. Engineering testing: the as received one used mtg segment was confirmed/mfg.related; two packaged mtg kits no out of spec conditions; pull test to failure exceeded minimum spec. Engineering testing and analysis of the returned "as-received" mtg. Segments; packaged same lot samples and in-house engineering samples recorded mixed results. Additional engineering testing and analysis to further challenge the applicable component sub assembly and manufacturing solvent processes were initiated and are in progress. As an interim measure heightened inspections have been initiated.

Event description:
Complaint received regarding safeset transpac reporting set was just set up on patient and the tubing fell out of the housing between the safeset syringe and the las. The nurse was with the patient at the time so no adverse patient outcomes were noted, the line was swapped out for a new one with no further trouble. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: suspect lot# 3175670 showed (B)(4) units were manufactured, tested, inspected and released in february 2016, citing no exception documents. Suspect lot# 3412090 showed (B)(4) units were manufactured, tested, inspected and released in april 2017, citing no exception documents.

Event description:
Complaint received regarding safeset¿ transpac reporting set was just set up on patient and the tubing fell out of the housing between the safeset syringe and the las. The nurse was with the patient at the time so no adverse patient outcomes were noted, the line was swapped out for a new one with no further trouble. No adverse patient consequences reported.